Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While at the bench, the bench technician observed broken battery pins. There was no reported patient or user involvement and no adverse patient/user impact.